Event description:
The customer reported obtaining a non-reproducible access accutni+3 (troponin I) result from the access 2 immunoassay analyzer. The customer stated that the initial positive accutni+3 result was released out of the laboratory and the patient was admitted to the hospital. The customer redrew a sample from the patient and a negative accutni+3 result was obtained. There was no report of any further change or affect to patient treatment in connection with this event. Customer technical support (cts) assisted the customer with troubleshooting over the telephone. Cts advised the customer to run a system check and a ten (10) replicate precision run to verify instrument performance. The customer complied, and the system check passed but the precision run failed. The access 2 immunoassay analyzer serial number (B)(4) and the access accutni+3 calibrator lot number 330252 were used in conjunction with the access accutni+3 reagent for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the temperature chart and noted that there was a 3.7 degree celsius fluctuation due to the customer having a portable cooling unit blowing on the access 2 immunoassay analyzer approximately 2 feet away. However, the fse noted that the temperature chart does indicate that the laboratory's temperature was within the specified operating range. The fse also evaluated the instrument and noted no hardware malfunction. The access accutni+3 reagent was not returned for evaluation and the cause of the non-reproducible access accutni+3 results cannot be determined with the available information. There is no evidence to reasonably suggest a system malfunction.